Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's neurostimulator stopped working. She had 4 programs available, but only program 1 would work after it was turned up "really high". Unable to f/u with the contact info provided, hence no additional info was obtained. See MFR report# 3007566237201100545 for previous neurostimulator issue.